Event description:
It was reported that the patient experienced inadequate stimulation due to impedances on the spinal cord stimulator (scs) leads. The patient underwent a scs lead revision, was doing well postoperatively. The device remains implanted and in service.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).